Manufacturer narrative:
Product analysis: analysis of the programmer noted a touch screen malfunction. Calibration using test leads was performed. The programmer then passed function test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was received into service for testing subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.